Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Inaccurate delivery is often influenced by patient anatomy and user technique. In this case, it was reported as being due to the tension applied on the delivery catheter system (dcs) during deployment which resulted in the valve dislodging. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. Without return of the product, and from the limited information available, no definitive conclusions could be drawn regarding the clinical observations.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve, the valve popped out of its intended position, possibly as a result of the tension of the delivery catheter system (dcs) not being fully removed from the system prior to full deployment of the valve. The intraoperative echocardiogram showed a moderate-to-severe paravalvular leak (pvl). A second device of the same model and size was successfully implanted valve-in-valve, reducing the pvl to mild. No subsequent adverse patient effects were reported.